Manufacturer narrative:
A visual inspection was performed on the returned device. The reported deformation due to compressive stress was confirmed. The reported difficult to advance could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the guide wire encountered difficulty advancing through a guide catheter, resulting in a kink on the wire. Several factors may contribute to such difficulty, including the catheter¿s inner diameter, device support, procedural contaminants, user technique, or pre-existing damage to the catheter or wire. However, in this specific case, the exact cause of resistance during advancement is unknown. Analysis of the returned wire confirmed the reported kink at the distal end and revealed a polymer break near the kink. This damage suggests interaction between the wire and catheter at that location. It is likely that the kink increased resistance within the catheter, which in turn contributed to the observed polymer damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat an unspecified tortuous vessel with 40% stenosis. The command es guide wire was unable to advance in the 4fr catheter and the tip became kinked. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another command es guide wire was used to complete the procedure. Returned device analysis identified that the polymer coating separated from the coils. The folded over polymer coating was split across the entire folded over length. No additional information was provided.